Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2018 at 03:45 p.m., the customer was feeling malaise, went into hypoglycemia and was unable to self-treat. Customer was re-sweetened orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: the reader serial number has been updated based on the returned product. The reported test strips and reader (B)(4) were returned and investigated separately. Visual inspection has been performed on the returned reader and damage was observed. The test strips were returned at a later date and investigated with the reported reader and a retained reader. The returned reader did not power on with the returned test strips or with retained test strips. The retained reader did power on with the returned test strips. Visual inspection was performed on returned reader strip port and contamination of liquid ingress and dust on and under the port pins was observed. The complaint is not confirmed due to a use issue.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2018 at 03:45 p.m., the customer was feeling malaise, went into hypoglycemia and was unable to self-treat. Customer was re-sweetened orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.